Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'one key on the keypad not working' which was reproduced through troubleshooting the device. Evaluation identified that the second keypad column was not working. The reported condition was verified. The cause was determined to be a failed keypad the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had one key on the keypad that did not work. This was identified prior to the device being used. There was no patient involvement. No additional information is available.